Manufacturer narrative:
During treatment there is a risk of damage to the rectal wall that can lead to fistula formation. A small fistula may heal with conservative management, though a larger fistula may require intervention to correct. Patients who have previously received treatment to the prostate have reduced vascularity in the area and therefore have a higher risk for fistula from retreatments.

Event description:
On 2026-05-29, the manufacturer was made aware that a patient had presented signs of rectal fistula, approximately 22 days post treatment. Per the information, patient had prostate radiation in 2020 and also showed signs of rectal fistula post radiation treatment. Per the information, the fistula resolved on its own.